Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The beds brakes functions as designed. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014/ it is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating a note was left on the bed that said the beds brakes were not working. The bed was located at the account in the hca warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).